Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received. .

Event description:
It was reported during the da vinci hysterectomy assisted surgery; a small piece of plastic broke off from the permanent cautery spatula instrument. An injury was reported. On 20-feb-2024, intuitive surgical, inc. (Isi) received mw5150994 stating: a small piece of plastic (approximately 3mm x 3 mm) broke off during robotic assisted laparoscopic surgery.